Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 01/07/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received in a little jar with liquid. The product was disinfected according to procedure. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the product is damaged, the optic body contains a cut. The damage was most probably introduced to make explant possible. No other anomalies have been identified. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: date of birth/age: unknown as information was not provided. Date of event: exact date of event is unknown, best estimate is between (B)(6) 2019 - (B)(6) 2019. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zlb00 23.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. The zlb00 lens was explanted on (B)(6) 2019 due to the patient's incompatibility with the iol. It was reported there was no required medical and/or surgical intervention and the zlb00 23.0 diopter iol was replaced with a non-johnson & johnson surgical vision lens. Patient outcome was reported as doing fine. No additional information was provided to johnson & johnson surgical vision.